Manufacturer narrative:
Conclusion code no longer applies.

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l69616, implanted: (B)(6) 1999, product type: catheter. (B)(4).

Event description:
The health care provider (hcp) reported through a manufacturing representative that the patient had a critical alarm. The patient went to the hospital for possible replacement and was scheduled for surgery. The patient had a high white blood cell count, so they were hospitalized and treated with antibiotics until they were healthy enough for replacement surgery. The pump was interrogated, and they discovered that motor stall exceeded tube set. The issue was resolved. The system was delivering morphine at 50mg/ml and a dose of 39.75mg/day and bupivacaine at 20mg/ml and 15.9mg/day. The lot numbers were unknown. The indications for use were chronic low back pain and non-malignant pain. The patient's other medications included plavix and other medications unknown to the manufacturing representative and hcp. The patient's status was alive no injury at the time of this report. If additional information becomes available, the event will be updated.